Event description:
The reporter indicated that during a follow-up, the device was observed to be in the vvi mode and eri (early replacement indicator) screen. The magnet rate is 90/80 ppm. The device was reprogrammed to the ddd mode (60 ppm). The pacer is implanted on the left side. The patient had an operation at "his left are" a few weeks ago.